Manufacturer narrative:
This remediation MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional tests were performed. The device was cracked on the battery door and some contamination was found around the flippers. Event history log (ehl) showed force sensor test error. Force sensor test error was found at power up process, failed force sensor calibration verification and unable to calibrate the force sensor. Fluid ingression was found inside of plunger assembly. The root cause of the issue was caused by fluid ingression into the plunger head as a result of customer's improper use of the pump. Actions were taken to mitigate the reported issues: replaced the whole plunger assembly, plunger tube and plunger cable; performed power up process and all functional tests which passed.

Event description:
It was reported that a pump alerted check force sensor. No patient injury was reported.